Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was not able to duplicate the reported complaint as the attachment stopped working during production testing. Although an actual temperature reading was not captured, a root cause as to why this situation would have occurred could be determined based on quality observations. A significant amount of debris/retainer material was observed inside the cap and head cavities and inner components. Corrosion was also seen on the head-tail and drive dog assemblies. Both bearings failure, free roaming ball bearings and excessive debris most likely created friction within the head which resulted in temperature increase. The lack of lubrication may also have caused friction and as a result increase the temperature causing heat reported in the complaint.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.